Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that the select button channel a's keypad inoperative was confirmed during product evaluation. This condition was caused by fluid intrusion inside of the device. The channel a's keypad was replaced to correct the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter (B)(4) for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump that the "select" button of keypad was inoperative on channel a; this condition had the potential to interrupt delivery. It is unknown when or where this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.